Event description:
Philips received a complaint by the customer on the v60 indicating that while performing maintenance, it was observed that the touched position was out of alignment. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Although touch screen calibration was performed, the phenomenon was not resolved. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The touchscreen was tested and verified that the touchscreen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touchscreen. Therefore, this investigation has resulted in a no fault found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.